Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl. The cause of low bg was unknown. The customer received third party assistance from emergency medical services (ems), who provided an intravenous (IV) treatment to address bg. The customer also reported they had sore calves from extreme cramping. Recommendation was made to consult with a healthcare provider to discuss diabetes management.